Event description:
Customer reports an issue with troponin t results on this 2010 analyzer. Customer stated he initially ran a patient and received a result of 0.223 ng per ml. He stated later the same day, a new sample was drawn and he received a result of 0.013 ng per ml. The same evening, the patient was drawn with a result of 0.165 ng per ml. Customer states it was at this time that the nurse called the lab to report the discrepancy. The patient sample which resulted out at 0.013 ng per ml was pulled and rerun giving 0.181 ng per ml and corrected report was generated. The cardiologist was informed of the discrepancy and verified there was no action take regarding the patient based on the erroneous result. In 2009, this same sample was rerun four additional times giving values of 0.178, 0.175, 0.180 and 0.181 ng per ml. Customer states the patient is on several medications but was unwilling to furnish the exact information. The sample was a 13 mm plasma tube with no sample preparation. Customer states it is possible they may have introduced and air bubble when they checked the patient ID.

Manufacturer narrative:
The field service representative documented, he suspects either there was a bubble in the sample or the tip may have touched the side of the sample tube. He noted the original sample tube was nearly 50% full and by inverting the tube several times, bubbles formed. He instructed customer to be aware of this and to make sure placement for tube in sample disk is vertical and straight up and down. The field service representative ran performance tests and checked all settings to verify analyzer operation.